Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/05/2013 and has no repair history at zimmer surgical. Evaluation of the device observed the unit functioned properly with ac and dc power and no issues were found. Prior to repair, the device met all calibration and functional specifications and passed leak tests. There was no repair needed and, therefore, no parts were replaced. The customer's reported event was not reproduced during testing and, therefore, a cause is undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that the ats 3000 tourniquet failed on a patient during procedure. When the staff went to drop the pressure, the unit would not respond to reduce the pressure despite four attempts by two different staff nurses. When the device did respond the cuff was completely deflated. There was no patient harm or surgical delay associated with the procedure as the issue occurred near the end of the surgery. The procedure was completed using the reported device.